Event description:
This case was reported by a consumer and described the occurrence of bloody stools in a (B)(6) male pt who received super poligrip ultra fresh denture adhesive cream for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt started super poligrip ultra fresh adhesive cream (dental). At an unk time after starting super poligrip ultra fresh adhesive cream, the pt experienced bloody stools, bowel movements harder, pain on chewing and product complaint. This case was assessed as medically serious by gsk. Treatment with super poligrip ultra fresh adhesive cream was continued. At the time of reporting, the events were unresolved. Consumer reported that the product only held his bottom plate for about a half hr and is experiencing hard bowel movements and it hurts when he chews his food. He also reported that he experienced one time a bloody stool. The amount of blood in the stool he described was only a drop.

Manufacturer narrative:
Super poligrip ultra fresh is mfg in (B)(4). While the lot number for this product is known (r11243b), it is unk if the product will be returned for quality assurance testing. (B)(4).